Event description:
The uretero-reno videoscope was returned to the service center for damage to the forceps channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that adhesive was detached at the bending section and residue in the channel. There was no patient involvement or patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for residue in the channel and adhesive detached at the bending section was likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.